Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a 24 hour duration test was performed. No unprogrammed boluses occurred during testing. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The pump was locked and a bolus was attempted; unable to perform pump bolus while pump was locked. Meter was not returned with pump for investigation. Test meter was paired with pump and boluses performed successfully; meter was able to bolus successfully while the pump was locked. Meter boluses were accurately recorded in the pump history. No damage found to the keypad. Keypad was removed; no damaged/misaligned contacts found, no evidence of contamination found under the button contacts. There was no defect found.

Event description:
On (B)(6) 2012 the reporter, the patient's mother, contacted animas to report that on (B)(6) 2012 the patient's pump gave five "ghost" boluses of 0.0 units. The reporter noted the pump was locked at the times these ghost bolus doses were given. There was no report of trauma to the pump. The patient did not suffer any injury associated with this issue.